Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with no tortuosity. An otw omnilink elite 35 stent system was inspected upon preparation and no defects were noted. The stent system was advanced through a non-abbott 6f sheath and some resistance was felt with the sheath prior to placing the stent system successfully across the target lesion. The stent was deployed successfully; however, the stent system catheter got stuck in the sheath upon removal. Both the stent system and sheath were removed together upon completion of the case. The stent placement was a success and there was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported difficulty with the introducer sheath was confirmed as the sds was returned stuck in the sheath and unable to be removed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.